Event description:
During service, the device powered on with failure code 570:32. The hospital representative stated they have no record of any patient incident involving the pump since the last baxter service event.